Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced hyperglycemia and was in emergency room because of it. Customer's blood glucose level was unknown. Customer's blood glucose was 12 mmol/l when he was in emergency room. Customer stated that they had positive results in ketone and felt nausea as well. The customer felt ok to troubleshooting high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer stated that they use auto mode feature at the time of high blood glucose event. The insulin pump was not returned for analysis.